Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported the system was hanging. It is likely the customer was describing a system lock up situation. There are no reports of pt injury or death associated with this event.